Event description:
It was reported the patient underwent a left knee revision approximately 10 years and 2 months post-implantation due to femoral component loosening with corrosion and metal-related pathology, pain, and reported loss of sensation in the left foot. All left knee components were explanted during the revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The reported event was confirmed by review of medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: since 2019, the patient reported pain, instability, swelling, and drainage in their left knee, along with steroid injections. An MRI on (B)(6) 2022 confirmed aseptic loosening and nerve damage causing loss of sensation in half of the left foot due to knee failure and metallosis. A revision surgery on (B)(6) 2024, addressed aseptic loosening, mechanical failure, and gross metallosis with corrosion at the implant interface and metal debris. All components were revised, the joint was debrided of metallosis tissue, a synovectomy was performed, and new components were implanted following an osteotomy. Soft tissue samples were negative for acute inflammation. The closure involved a pico wound vac and jp drain. The MRI report indicates increased activity surrounding the left knee, particularly around the tibial and femoral components of a revised knee arthroplasty, suggesting complications with the revision. Additionally, there is intense uptake surrounding both the glenoid and humeral components of the right shoulder arthroplasty. The lower lumbar spine shows typical degenerative changes, and the soft tissue contours, kidneys, and urinary bladder appear unremarkable. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.